Event description:
Complainant alleged that while treating a pt (age & gender unknown) they were unable to detect a signal with two sets of electrodes. A third set of electrodes when then applied, a signal was obtained and treatment was given. Complainant indicated that the pt subsequently expired.